Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump back light functioned properly. No back light anomaly noted. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the down arrow on the insulin pump is not responding. Customer was attempting to suspend and was unable to scroll on the menu. Blood glucose value is 132 mg/dl. Nothing further reported.